Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the right atrial lead exhibited loss of capture and impedance greater than 4000 ohms. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.